Event description:
It was reported that an implant disassembled during surgery. During installation, the surgeon wanted to make an adjustment to the implant position so he proceeded to pull the implant out. The inferior plate and poly core remained in the disc space while the superior plate was removed with the cartridge and inserter. The inferior plate and poly core were removed from the disc space and another mobi-c was used to complete the procedure without patient impacts.

Manufacturer narrative:
Corrected information in b5 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the screw piece has a small rust colored stain. The upper plate is labeled mb074k/5364744. The lower plate is labeled mb115k/5364610. The item could be fully disassembled and reassembled using si-mobc-0001 with no difficulty. Potential cause: root cause was unable to be determined. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an implant disassembled during surgery. While implanting the surgeon wanted to make an adjustment to the implant position, so he proceeded to pull the implant out. The bottom endplate and poly core stayed in the patient, but the peek cartridge and the superior endplate came out still attached to the inserter. He dug out the other two pieces and a second implant was used. There was no reported patient harm or injury.